Manufacturer narrative:
Other, other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the sample was tested for leaks per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. Additional information g1. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, some liquid went out the lines of the cassette when the patient bent his arm, which increased the pressure. Subsequently, pump and accessories were changed. No adverse effects were reported.